Event description:
There was an allegation of a questionable hcv result for one patient sample with the cobas® taqscreen mpx test, version 2.0 for use on the cobas s 201 system. On (B)(6) 2025, the initial pooled result was hcv reactive. Alinity abbott serology results: reactive for hcv (2.1 s/co), serum repeat (2.3 s/co), plasma repeat (1.77 s/co). A confirmatory test was performed (inno-lia hcv score fujirebio) and the results for this were: positive 4 bands out of 6 (c1 +, c2 +, e2 -, ns3 +, ns4 +, ns5 -). In (B)(6) 2025, the donor donated at another blood bank (using roche nat platform) and the result was undetectable for hcv. On (B)(6) 2026, the recollected individual result was hcv non-reactive. Alinity abbott serology results: reactive for hcv (2.17 s/co).

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation indicated that no product issue was found. The undetectable viral load in the individual nat sample is most likely due to the biological status of the donor, either a spontaneous resolution of a chronic hcv infection or a chronic asymptomatic infection with a fluctuating, low-level viral load. The inconsistency between the reactive nat pool and the non-reactive individual nat is attributed to the stochastic nature of sampling when viral rna is at an extremely low concentration (near the limit of detection).